Manufacturer narrative:
Additional information received from customer confirming that no prescriptions were given to treat the skin irritation. Medications were over the counter (otc).

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that some pod locations have rashes, the size of the pod, that go from red to yellow and crusty. The skin peels off and some areas have welts under the skin that are an inch in diameter and extremely tender. One welt burst and oozed a cloudy substance. The physician provided wipes and recommended hydrocortisone.